Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found that the vacuum line was clogged. Fse flushed the line with bleach adn deionized water to resolve the issue. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported the cap piercer leaked when blade was washed on their unicel dxc 600i synchron access clinical chemistry system. The leaked fluid was diluted of 1% wash concentrate and contained to the instrument. The operator wore a lab coat and gloves when the leak occurred. The customer confirmed no one was in contact with the spilled material. There were no erroneous results generated.